Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
An arthrex employee has reported that during a hallux varus surgery the tip of the inserter broke off in the screw head. The surgeon was not able to retrieve the screw and the tip of the inserter out of the patient. The surgeon had to use an additional swivelock to finish the surgery successfully.